Event description:
Abscess. An event has been reported via a genzyme sales representative in regards to an adverse event with seprafilm. Reportedly, the pt developed an abscess following the placement of seprafilm. Further details of the event are unavailable and the relationship of the events to seprafilm are unknown. Several unsuccessful requests have been made to the attending physician for info regarding this case. A follow up report will be submitted if these details are obtained.